Event description:
It was reported that a patient presented with inappropriate shock due to incorrect interpretation of patient supraventricular tachycardia. Corrective programming changes were recommended. No adverse patient consequences were reported.